Manufacturer narrative:
Date of the event (B)(6) 2018 is an estimate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp)via manufacture representative (rep) regarding a patient who was implanted with an implantable neuro stimulator (ins) for parkinson's dual and movement disorders. It was reported that an elective replacement indicator (eri) was seen on the clinician tablet and the patient programmer (pp). The tablet showed replacement was needed. The manufacturer's representative (rep) stated that they received an email with message about a patient seeing eri and end of service (eos). Physician noted 2.84v ins battery level. Patient does not typically turn off the ins. Left side 4.6v and right side is 5.7v amplitude. The ins was off when coming to see the health care professional (hcp) today as patient was experiencing worsening symptoms. It was explained to the rep that the battery voltage was correct and eri flag was tripped prematurely. The rep also indicated that the patient the eos message, but caller did not confirm seeing this message. The ins was turned back on and still says replacement needed. No further patient complications were reported/ anticipated as a result of this event

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received: it was reported that there was a previous conversation with the tech services from the doctor on (B)(6)2018. They stated the patient¿s battery said 2.84v but also said replacement needed. The battery turned eri about 10 days ago. 4 days ago, they suddenly felt worse, message said eos. They arrived with the battery off, and the above message. The doctor turned it on and it still said replacement was needed. They would schedule a replacement surgery. The patient was held off on the replacement and thought error messages may have been tripped due to high settings. They were notified the day before the call and the ipg was showing 2.54 since the last visit. The surgery had been scheduled for (B)(6) 2018. There were no further complications reported.